Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 10/29/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, the sensor pod was returned for evaluation. An external visual inspection was performed, and no damage was found. Device analysis with the returned product would not confirm the issue nor determine a probable cause. The allegation was undetermined. Confirmation of the allegation was undetermined, the probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced a loss of consciousness at approximately 8:00 am while attending an event. At the time of the incident, the cgm value was not documented. However, prior to arriving at the event, the patient¿s cgm was reading 256 mg/dl, while the bg meter showed 125 mg/dl. The patient was using a tandem insulin pump. Emergency medical services (ems) were dispatched. Upon arrival, ems recorded a bg meter reading in the 40s mg/dl, while the cgm was displaying high mg/dl. The patient was transported to the emergency room, where consciousness was regained. Treatment included an unspecified medication, juice, and two sandwiches. The patient was discharged approximately three hours later with a bg meter reading of 266 mg/dl. At the time of the report, the patient was described as ¿doing fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid was taken prior passing out. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid was taken at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).